Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced pain, drainage, purulence, small bowel adhered to the mesh, recurrence, infection, could not close abdomen, abdominal contents lost right domain, fluid collection, and rectus muscle separation. Post-operative patient treatment included revision surgery, excision of mesh, lysis of adhesions, abdominal wall reconstruction with mesh, bilateral rectus muscle flap advancement, wound vac, and ventral hernia repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced purulence, small bowel adhered to the mesh, recurrence, infection, could not close abdomen, abdominal contents lost right domain, and rectus muscle separation. Post-operative patient treatment included revision surgery, excision of mesh, lysis of adhesions, abdominal wall reconstruction with mesh, bilateral rectus muscle flap advancement, and ventral hernia repair.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. UDI not provided.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right incarcerated indirect inguinal hernia repair with mesh. He had revision surgery 7 months post surgery. The patient experienced infected mesh with purulence, small bowel adhered to the mesh and the mesh was excised.